Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that a healthcare professional does not allege that the products or procedures caused or contributed to the patient's death.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure. Related manufacturer reference number: 2017865-2019-14337. Related manufacturer reference number: 2017865-2019-14338. Related manufacturer reference number: 2017865-2019-14339.